Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 17825586. UDI: (B)(4).

Event description:
It was reported that the patient experienced a loss of sensation throughout his extremities. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.